Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the telescope is old, in bad shape and should no longer be used. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause for all findings is very likely excessive force by the user, in combination with wear and tear. Additional findings found: rust/corrosion: another possible cause might be incorrect reprocessing. Olympus will continue to monitor field performance for this device.